Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure to treat esophageal gastric fundic varicosity performed on (B)(6) 2022. During the procedure, after the handle was rotated, the bands would not deploy. The device was removed, and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed (handle), and a visual evaluation noted that the handle slot had the trip wire inserted. The suture thread was broken. The ligator housing was not returned. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, there were no problems noted on the returned handle assembly and it showed that the handle was used properly. It is possible that due to the manipulation or the technique used at the time to interact with the device in conjunction with the patient anatomy, could have affected the device functionality causing inability of the device to deploy the bands. However, there is not enough evidence to determine whether the adverse event was due to some problem with the device. Since the ligator housing was not returned, it is not possible to carry out a more thorough investigation. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure to treat esophageal gastric fundic varicosity performed on (B)(6) 2022. During the procedure, after the handle was rotated, the bands would not deploy. The device was removed, and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.